Event description:
The customer reported the ¿the cap on the white lumen was found with the inside/clear part sticking out." The customer stated the "cap was changed immediately." No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.